Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptred. The procedure was completed with a different device. There were no patient complications nor injuries reported.